Event description:
It was reported that surgery was extended 45 mins when a damaged package was discovered during surgery. A back-up device of the same size was not available at the hosp. The surgeon elected to proceed with the procedure using larger sized implants.